Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Physician reported suspected rupture of the right device and capsular contracture baker grade ii, diagnosed with ultrasound and MRI. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness whiting to spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed on the device. No further actions are required as the device was received out of its sealed package. Additional, changed, and/or corrected data: b.5., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Physician reported suspected rupture of the right device and capsular contracture baker grade ii. Device has been explanted.